Event description:
The customer reported obtaining erratic patient results for sodium and chloride due to low anion gap values on their dxc 700 au clinical chemistry analyzer. Patient results were not released outside the laboratory. The samples were re-analyzed with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The customer performed their own troubleshooting with the support of beckman technical support and replaced ise tubing and sodium electrode to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).